Event description:
It was reported that on one of the high rate episodes, the egm (electrogram) and markers were slightly misaligned. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.